Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode exhibited undersensing. An invasive procedure was performed and this electrode was successfully repositioned to achieve better sensing in multiple vectors. No additional adverse patient effects were reported.